Event description:
It was reported that during a lap right hemi colectomy procedure, the device was difficult to close and it fired an incomplete staple line. As a result, bleeding occurred. The case was converted to an open procedure to control the bleeding. There was no report of the pt requiring blood products. There were no other reported pt consequence.